Manufacturer narrative:
The pod arrived fully deployed. A segment of the exposed portion of the soft cannula was torn away, causing a fluid leak. No timeouts, drive stalls, or further damages were observed. Phb data showed that the agc algorithm functioned as intended. The timing and cause of the observed soft cannula damage could not be conclusively determined.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours.